Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an intestinal resection, the reload was not able to work and take a shot. A new device was used to complete the case. There was no patient injury.